Event description:
It was reported that the fast-fix 360 did not work. It is unknown whether the event happened during surgery or if there was patient involvement; also if there was a back-up device available or any surgical delay. According to results of investigation it was found the t1 was broken and half of it was missing.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the device was returned in the original box and pouch with the batch of the complaint on both labels. The t1/t2/suture is off of the needle. The t1 is broken and half of it is missing. The actuator is in the pre-t1/post t2 position. There is bio debris on the needle. A functional evaluation of the device showed that is actuator performed as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed and the root cause was associated with unintended use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.